Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 33 mg/dl, 41 mg/dl. Customer was removed sensor found her really low and that's when they realized. Customer has not been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer was unsure about auto mode. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.